Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of complication associated with device ("after the implant large complications and drastic surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the complication associated with device outcome was unknown. The reporter provided no causality assessment for complication associated with device with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by the (B)(6) and describes the occurrence of complication associated with device ("after the implant large complications and drastic surgery") in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced complication associated with device (seriousness criteria medically significant and intervention required). The patients were treated with surgery. At the time of the report, the complication associated with device outcome was unknown. The reporter provided no causality assessment for complication associated with device with essure. Further company follow-up with the other is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.